Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 2nd november, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the caps are loose because the retaining clips were broken and the rubber protective caps are missing on four boom arms. The designated complaint unit employee found based on photographic evidence the cap and paint were damaged with missing particles on the suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d1 brand name, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: powerled. Corrected d1 brand name: powerled tm. Previous d4 catalog # ardpwd209032a. Corrected d4 catalog # none. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the caps are loose because the retaining clips were broken and the rubber protective caps are missing on four boom arms. The designated complaint unit employee found based on photographic evidence the cap and paint were damaged with missing particles on the suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Regarding cover damage, the most probable root cause is the collision between other products. The detachment of the rubber protective caps and the broken of clips are due to: impacts, collisions (abnormal use). To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect all detachment of covers, we recommend to perform corrective maintenance to rectify the default after its detection. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.